Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
It was reported the battery was not holding a charge. There was no patient involvement.